Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02891 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, the ablation treatment was administered following the 4cm electrode algorithm and roll-off was successfully achieved after approximately 43 minutes. However, at the conclusion of the procedure, upon removal of the patient grounding pads (bovie), a 1.5 inch circular burn was noted on the patient's left thigh. The burn severity was reported as being 2nd to 3rd degree. The patient was hospitalized, then given a morphine pump for pain. It is not known if any additional intervention was required to treat the burns. Reportedly, there were no visible issues with the leveen coaccess electrode system.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4).